Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. Review of the device data logs confirmed a single occurrence of system fault sf101 and revealed a single occurrence of system fault sf133 indicating an incorrect peep valve pressure measurement. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the system faults were due to the contamination of the device pneumatic block. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf101) indicating an incorrect outlet pressure measurement and ventilation stopped. The patient was manually ventilated after the event. There was no serious patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf101) indicating an incorrect outlet pressure measurement and ventilation stopped. The patient was manually ventilated after the event. There was no serious patient injury reported as a result of this incident.